Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The patient resided in a nursing home. The patient experienced withdrawal symptoms. At the time of the initial report, the patient was in an emergency department. A critical pump alarm occurred every 10 minutes due to the motor stall and confirmed by telemetry. The pump logs showed a motor stall occurred at (B)(6) 2011 at 1700 with recovery at 1731. The stall recurred on (B)(6) 2011 at 1743. The patient's signs and symptoms of withdrawal included a return of spasticity, difficulty speaking, tachycardia and itching. The patient was given 20 mg of oral baclofen three times/day and 2 mg valium every 2 hours. The pump was replaced on (B)(6) 2011 at 5:15 pm. The pump was started at a dose of 1428 mcg/day (patient's previous dose) and a single bolus dose of 75 mcg was given via the pump. The patient's outcome following the pump replacement was reported as "patient recovered and is receiving effective therapy."